Event description:
A patient's wife called to report when she discontinued patient's treatment she found that the cassette was leaking and the pump modules was all wet. There is no sample and the lot is unknown. No report of ill effect to the patient.